Event description:
It was reported that an occlusion alarm intermittently occurred. A supply change was performed resolving the occlusions. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A pump reboot was performed to clear the alarm. Furthermore, it was reported that multiple cartridges were cracked. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.